Event description:
The customer reported that the images produced were white. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The image processor board and video control board were replaced during service. The coax connector and interconnect cable were reseated. The system was tested and found to be working as intended and put back into service.